Event description:
The customer reported that following a diagnostic catheterization in 1999, a vasoseal vhd kit size 1 was deployed. The pt developed an expanding hematoma and required a transfusion. Later, the pt was taken to suergery for repair of an arterio-venous fistula. No further complications were reported.